Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range shock impedance since implantation (90 ohms to 150 ohms). A request was made to have data from this device analyzed. A rhythmcare consultant review device data advising the high out of range shock impedance 28 day average is 123 ohms., and provided recommendations for additional lead integrity testing, monitoring the patient closely, and programming options. This rv lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.